Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer found a misadjusted sipper nozzle. He adjusted the sipper nozzle, checked the fluidics, and primed the ise solutions. He ran precision which passed. The customer ran qc which passed.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas 8000 c 702 module. The initial sodium result was 161 mmol/l and the repeat result was 145 mmol/l. The initial chloride result was 86 mmol/l and the repeat result was 104 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.